Event description:
The customer reported that the system would shut down when high level fluoro was used, however, the customer was able to complete the case. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator driver pcb was evaluated and reseated. The system was tested and found to be working as intended and returned to service.